Manufacturer narrative:
Patient information is unknown. Additional product code: hwc (B)(4) expiration unknown(10)lot unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the planned removal surgery of distal humerus plates and variable angle olecranon plate, the surgeon experienced difficulty removing a screw. After the three plates were removed, the screw was broken and the shaft part remained in the patient's body. Eventually, the surgeon could remove the screw shaft by using small gouge, luer rongeur, and round nose pliers. The removal surgery completed successfully. There was a fifteen (15) minute surgical delay reported. No adverse consequences were reported. This is report 1 of 1 for (B)(4).